Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient suffered serious side effects, including, but not limited to, erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia (pain during sexual intercourse), blood loss, neuropathic and other acute chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, and chronic pelvic pain, as well as other severe and permanent health consequences.